Event description:
It was reported that the patient was under surveillance with a telemetry device and had asystole without the remote alarm being triggered. During passage of the nurse's aide, she found that the unit was put on standby. She wanted to reactivate the box, but without success. She was able to restore activity of the m300 telemetry by placing it on the charger and found that the battery had been recharged to 1/4. It was further reported that for transmissions in the morning around 6am, the nursing staff had indeed found that the curve was active on the screen of the monitoring station and the telemetry boxes were properly attributed to the right patients. Investigation into the history of the central monitoring indicated that no curve was found for the telemetry device from (B)(6) at 10:42 pm. Finally, the alarm history report did not indicate any serious events, such as asystole, from (B)(6) at 9:20 pm until confirmation of the death the next day. (B)(4).

Manufacturer narrative:
Based on the information provided, the patient was discharged from the m300 telemetry device on (B)(6), the evening before the patient died, and there was activity at the central station right when the discharge occurred. Draeger does not have data for the time immediately leading up to when the patient died, so it cannot be determined what the monitoring setup was and what may have been occurring at the time. No actions are planned by draeger at this time. Draeger will continue to monitor for similar reports of this issue.